Manufacturer narrative:
This report is filed on (B)(6) 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced extrusion of the implant, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report (B)(6) 2016.

Manufacturer narrative:
This report is filed on january 24, 2017.